Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the ins being "floppy" meant the ins was loose and tilted. The cause of the loose, tilted ins was the patient's anatomy. It was stated the patient had loose skin in their abdominal area. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins was found to be flipped on (B)(6) 2017, which had affected recharging coupling. It was noted the patient had not noticed the ins had flipped. The patient was unable to get more than 2 coupling bars because the patient had lost a significant amount of weight resulting in loose skin in their abdomen, which is the location of the ins. The patient was able to get 8 coupling bars when they held their skin so they could place the recharging head under the ins. It was reported that the ins seemed to reposition under the skin and then the patient was able to recharge normally. The rep notified the patient's doctor of the flipped ins and the doctor will monitor the ins and will maintain communication with the patient to determine whether or not the ins continues to flip. The doctor may discuss moving the ins from the abdominal area to the back area where the skin is not as movable. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported there were coupling issues. The ins was ¿floppy¿ in the pocket. The patient struggled to get and keep more than 2 coupling bars. The rep met with the patient on (B)(6) 2017 for troubleshooting. The rep stated they could easily get 8 bars, but keeping them was a struggle. With a sticky disc and tight pants keeping it in place, the patient was able to maintain 8 bars. It was noted the patient¿s medical history included leg and back pain. The issue was reported as being resolved. No further complications were reported.